Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur? : before use, after use. Damage from the needle: none other medical treatment: yes were the returned items used? : no returned items if they were used, was something attached to them? : if yes, any comments returned quantity: 0 details of the event (timeline, history, etc.): I am a nurse. I am contacting you but would like to remain anonymous. I am in charge of telling you the following information. We are currently using the low dose series. Inside the hospital, needle accidents occur, but when they do, since there is a risk of infection and a blood test is needed, most people don't report it and keep silent. We think the cause is the design of your product. First, the orange color cap has too much pressure on it, the needle is fine, and has to be handled with one's fingertips. It is not easily removed. There are many cases where we try hard to remove it but end up stabbing our fingers. Additionally, the construction of the cap is flimsy, causing the needle to often puncture through it rather than enter straight. Since the cap is weak and the needle is difficult to use, they cause an accident when injecting. We think the problem is your company's design this is the opinion of the person in charge, we would like you to improve the product. ¿ before confirming details regarding accidents with the needle, the power was disconnected and details could not be confirmed.